Event description:
A home pt contacted baxter's technical svc center regarding a sys error 2240 message, that appeared on the display of the home pt's homechoice machine during his automated peritoneal dialysis therapy. Reportedly, the home pt's transfer set became disconnected from the pt line of the homechoice set for an unk reason. Baxter's technical svc center assisted the home pt in ending the therapy early. Therapy was discontinued at that time. No pt injury or medical intervention was associated with this incident per the home pt's nurse.